Manufacturer narrative:
Fi received parts for evaluation of root cause. The failure of c56 prevented the power supply from operating on ac power.

Event description:
The customer reported that the unit reboots when on battery. The customer reported a patient was in the process of being set up. There was no patient harm.